Event description:
It was reported that the patient experienced high blood glucose level event on (B)(6) 2026 as the patient stated there was infusion set issue. The patient was treated with pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.